Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. Reported event of guide catheter broken. The delivery system was returned for evaluation. Visual evaluation revealed the guide catheter to be stretched and broken near the proximal end. The push catheter was noted to be kinked. The suture and tuohy borst assembly were not attached to the push catheter and were not returned for evaluation. However, the tuohy borst cap was found with the push catheter. Crimp impressions were noted at the proximal end of the push catheter, indicating the tuohy borst assembly was initially attached. Based on the condition of the returned device, it is likely that excess force was applied to the device during the procedure due to procedural and anatomical factors encountered (such as patient tortuous anatomy and/or maneuvering of the device). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2011-03341 addresses the first stent, while manufacturer report # 3005099803-2011-03561 addresses the second stent. It was reported to boston scientific corporation that two flexima biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the first stent (manufacturer report # 3005099803-2011-03341) was advanced through the scope and was attempted to be deployed within the common bile duct; however, the stent did not release from the catheter. The catheter and the stent were removed from the patient. No damage was noted to the device or the packaging. The second stent (manufacturer report # 3005099803-2011-03561) was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Evaluation of both complaint devices revealed the guide catheters to be broken, therefore these are now MDR reportable events.